Event description:
The hospital reported that the cystoscope locked in a retroflexed position during a cystoscopy procedure. The patient sustained trauma, i.e., a substantial tear to the urethra when the cystoscope was removed in the retroflexed position. The patient was catheterized as a result of the injury.